Manufacturer narrative:
The equipment was checked and found to function within mfrs specs. Reported complaint could not be duplicated.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, device failed to alarm during maintenance. There was no reported patient involvement.